Event description:
On (B)(6) 2012, the aunt of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The aunt reported the alleged issue began on (B)(6) 2012, at 7pm. The aunt reported that the patient obtained an alleged reading of "hi" with the subject meter. As part of the patient's diabetes regimen, the aunt indicated that the patient is on insulin. Due to the alleged issue, the aunt indicated that the patient administered 10 units of humalog insulin as usual per the doctor's order. It was noted by 1am the following day, the patient's blood sugar dropped and the aunt reported that the patient was experiencing "cold sweat" and was in a "diabetic seizure". According to the aunt, the patient's husband administered 9 glucose tables to the patient and notified emergency medical services (ems) for assistance. When the ems arrived, the aunt stated the patient was tested by the ems meter with a result of "29 mg/dl" and was treated with glucagon injection. In addition, the aunt reported that patient was also taken to the emergency room (ER) and received additional treatment; however the treatment(s) was not specified. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly at the time of testing; however the patient was using expired test strips. Based on the information provided, this complaint is being reported because the aunt claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia, requiring treatment from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.